Manufacturer narrative:
A biomérieux internal investigation was initiated in response to this customer complaint of a misidentification of salmonella species as citrobacter koseri. ---trend analysis--- a complaint trend analysis and device record review did not identify this issue as a trend. ---fine tuning--- the customer's raw data was analyzed for the investigation. The customer's instrument fine-tuning status was good at the time of testing. ---spot preparation--- the customer's spot preparation quality was non-optimal. The calibrator and sample "all peaks" values were heterogenous. ---knowledge base (kb) review--- the expected identification of salmonella species is present in the vitek ms kb v3.2. ---sample data analysis--- according to data provided, the misidentification was obtained from the spectra having a low number of peaks (36) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (30). When the number of peaks is just over 30, the risk to get ¿doubtful¿ results is high due to a lack of information (missing peaks, not enough peaks to eliminate candidate identification). This can be explained by a non-optimal spot preparation of the sample strain. ---root cause--- the root cause for this misidentification has been identified as an issue with the customer's spot preparation quality. ---conclusion--- as the misidentification was determined to be obtained due to non-optimal spot preparation, local customer service (lcs) has been requested to provide the customer with additional training materials to help improve spot preparation technique.

Event description:
A customer in (B)(6) has reported a misidentification of salmonella sp as citrobacter koseri when using the vitek® ms system - reference 410895 - serial number #(B)(4). Citrobacter koseri has been obtained when identifying the strain with the vitek ms system. This result was not concordant with the orientation test and morphology of the colony organism. Consequently, sequencing test was performed as a reference method and salmonella sp was identified. Summary: initial testing (vitek ms): citrobacter koseri alternate method testing (sequencing): salmonella sp no patient impact has been reported by the customer as a result of the misidentification.